Event description:
Please be informed of the patients date of passing (B)(6) 2017. Pt was on euflexxa. Dose or amount: 10 mg. Frequency: qw x 3 weeks. Route: sc. Dates of use: (B)(6) 2017. Diagnosis or reason for use: unilateral primary osteoarthritis, left knee.